Event description:
Reporter indicated that vns pt had passed away in the hosp. The pathologist who performed the pt's autopsy indicated that the pt was found dead in the bathtub. The cause of death is unk. Autopsy results are pending. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Device programming history did not revealed any anomalies that indicated device malfunction. Device diagnostic testing approximately six months prior to the pt's detah was within normal limits, indicating that the device was functioning properly at that time. Battery life analysis performed with available device programming history revealed that the device had an estimate of 2.91 years left until end of service. This estimation does not take into consideration magnet activation, programming, diagnostics and interrogations events, which also deplete the battery. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
Further follow-up revealed that the autopsy findings were listed as: 1. Drowning associated with seizure disorder: a. History of severe seizure disorder. B. History that decreased was found inside a bathtub which contained water. C. Pulmonary edema. 2. History that decreased was found inside his residence bathroom where he was taking bath.